Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was inspected for anomalies and none were found. Occlusion test was performed per specifications and reservoir passed, no occlusion was noted.

Event description:
It was reported that the customer had a fill tubing anomaly on the insulin pump. The customer's blood glucose level was 160 mg/dl. The customer stated that he was changing his infusion yesterday and during the fill tubing by pressing on the plunger no insulin would come out on the other end of the infusion set. The customer would like to get replacements for the lost infusion set and reservoir. The customer was asked to return the infusion set and servoir and said will sent it back. The customer was advised that we will sent the replacement supplies.